Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient present to emergency room after receiving a vibratory notifier in backup operation. The patient's presenting rhythm was not provided. The implantable cardioverter-defibrillator restoration was performed successfully. The patient would continued to be monitored with regular follow-up.